Event description:
Heartware left ventricular assist device (lvad) patient presents with melena and symptomatic anemia; hemoglobin 5.9 on admission, in the setting of international normalized ratio (inr) 1.9 and aspirin 325 mg daily. Six units of blood were transfused over the course of the hospitalization. Endoscopic evaluation included egd, colonoscopy, antegrade enteroscopy, and capsule study; these studies failed to identify the bleeding source, however blood was observed in the colonoscopy; and fresh blood was observed in the distal duodenum, proximal jejunum, distal jejunum/proximal ileum. Heparin to coumadin bridging was completed prior to discharge. Aspirin dosing was reduced from 325 to 81 mg.